Event description:
Account was unable to supply lot number or serial number therefore precise MFR cannot be identified. Reportedly person slipped on or floor while wearing shoecovers. The report source claimed the unidentified person has been unable to work since the incident which occurred approx three years ago. Co was notified of this incident on 1/26/95 and account would not supply further info.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.